Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of premature battery depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at end of life when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, high voltage (hv) output, patient notifier were tested and no anomaly was detected. No device anomaly was observed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was suspected that there was premature battery depletion on the device. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.